Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported at the time of the call, having a sensor glucose reading of about 133 mg/dl where the actual blood glucose level was about 300 mg/dl. Troubleshooting was done. The customer reported a calibration error and a lost sensor alert from the insulin pump. The customer also reported blood on the sensor when it was removed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.